Event description:
It was reported that an altitude alarm occurred with the pump. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. Technical support provided tips to prevent altitude alarms, which the customer acknowledged, and the customer was able to continue using insulin with the original cartridge without needing replacement.